Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "tissues expander has been leaking and going flat".

Event description:
Patient reported unknown side "tissues expander has been leaking and going flat.¿ device has been implanted for more than six months. Device remains implanted.